Event description:
A customer reported falsely elevated troponin I results during troubleshooting. Elevated results of this magnitude during routine sample testing might lead to cardiac catheterization. There was no report of pt harm as a result of this event.